Manufacturer narrative:
This event was previously reported on medwatch 0001822565-2016-04228. The manufacturing site was incorrectly reported. Information was received via published literature. Please reference literature at the following location: http://www.sciencedirect.com/science/article/pii/s2352344116000078. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient had a primary uncemented right total knee arthroplasty for primary osteoarthritis three years before presenting. He was revised due to pain and lack of mobility. The patellar component single-peg was fractured with resultant metallic synovitis and the plate was dislocated. Revision to a cemented 3-peg component was performed. No fragments of the components were retained by the patient.